Event description:
The customer reported a display communication error. A communication failure error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.